Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated it takes her 2 hours to charge her ins 25%. The patient stated that she never let her ins battery get below 50%. The patient stated when she first got her device it took her "within an hour" to charge to 100% from low battery. The patient has not recently been reprogrammed or had any of their parameters increased. They then noted that they have not had any programming changes since 2017. The patient is also charging with 8 coupling boxes. No further complications were reported. No patient symptoms were reported.